Event description:
Upon implantation of the subject device on (B)(6) 2012, the physician reported that an induction test (shock on t-wave) has been inadvertently delivered (the user pressed the button), whereas the ICD therapies (shock and atp) were still programmed off. After having pressed the induction button, a pop-up message was displayed related to telemetry errors. This message was acknowledged by the user. Then, for unk reasons, the device successfully applied the induction shock on t-wave, without prior notice (no warning message has been displayed). After some seconds (reportedly, the ICD was not detecting the v arrhythmia), the physician decided to deliver a manual shock (the button max shock was pressed). Due to the delay observed, an external shock has been applied, eventually followed by the ICD shock. Due to missing warning, the induced v arrhythmia has been running longer than expected. The physician would like an explantation.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.